Event description:
It was reported that a decrease in impedance was observed. Lead replacement to be scheduled.

Manufacturer narrative:
Analysis found insulation abrasion. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.